Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1998. The proximal aneurysm neck was reported to be 1 cm and angulated. The implant report received states that the device was deployed "precisely" below the right lower renal artery without difficulty via the right groin. The bifurcated stent graft was reported to have been cannulated without problem, and a contralateral iliac limb was deployed. The final angiography showed good proximal/distal seals with some late blush into the aneurysm sac. It was reported that the implant procedure went "smoothly." In 1999, it was reported that a type ii endoleak was noted, and two lumber vessels were subsequently emoblized successfully. A routine computerized tomography (CT) scan performed in august 2000 showed that the diameter of the aneurysm was 6 cm. It was reported that a routine CT scan performed in august 2001 showed the diameter of the aneurysm was 7.8 cm with a 2mm neck attachment. An angiogram performed in august 2001 did not identify an endoleak but did identify a slight blush at the overlap of the contralateral limb. No visible filling of the aneurysm from lumbar vessels was reported. It was reported that the pt not symptomatic during this period. The stent graft was explanted in 2001. It was reported that a median incision was made. The explant reported stated that there was no evidence of infection. Thrombosis with "back bleeding" was present, and no hyperplasia or pseudoaneurysm was noted. The attachment of the deivce to the patient's tissue was reported to be strong in all parts of the aneurysm. Tissue incorporation at the proximal neck and iliac arteries was reported to be good. No visible hematoma was reported. It was reported that there was no migration of the stent graft with "perfect" infrarenal position. There was no visual fabric failure. The mean pressure of the thrombus in the aneurysm sac was 86 mmhg and one right lumbar artery was back bleeding. It was reported that the explant and converison procedure went smoothly, and that the patient is doing well.

Event description:
Analysis of the explanted stent graft has been completed. A type ii leak, observed as an oozing lumbar at explant, is the likely cause of the aneurysm enlargement. It is not likely that the stent strut break contributed to the type ii leak, and hence, to this pt's outcome. Although some weave separation was observed, and some holes, the physician did not observe any transgraft leaking at explant.